Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited an alert for pacing impedances of greater than 3000 ohms. It was noted that the rv impedances had intermittent increases over the past year and a half. There was no noise observed, and other lead measurements were appropriate. Technical services (ts) discussed troubleshooting options, which would be further discussed with the physician. No adverse patient effects were reported. The device and lead remain in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited an alert for pacing impedances of greater than 3000 ohms. It was noted that the rv impedances had intermittent increases over the past year and a half. There was no noise observed, and other lead measurements were appropriate. Technical services (ts) discussed troubleshooting options, which would be further discussed with the physician. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead to device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.